Manufacturer narrative:
Device evaluation summary: the electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon investigation, it was found that the trunk cables wires were internally pulled, causing the heat shrink tubing to be pulled off of the pulse wires. The internally pulled cables caused the intermittent code 204. The root cause for the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a code 204 (belt unusable).